Event description:
Report rec'd of an underdelivery. The pt was reported to be receiving tpn 2 liter total volume to infuse over 14 hours with a 1 hour taper up/ 1 hour taper down. According to the customer contact, at the end of the 14 hours, the pump alarmed with an "empty container" alert, but there was still approximately 500ml remaining in the bag. The pt reportedly kept resetting the pump until the volume in the bag was completed. It was reported that the pump and bag were kept in a carrying case. The md was not called, and the pt did not miss any therapy. It was reported that the infusion just took longer than intended. The pt was reported to have resumed therapy the following night as normal. There was no reported adverse pt event or harm. The pt was reported to have a PICC line, which remained patent. Though requested, there was no further info available.